Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported through a research article identifying a 2088tc/65 lead that may be related to a cardiac perforation serious injury. Specific patient information is documented as unknown. Details are listed in the article, titled "right ventricular perforation in a patient with recurrent right coronary artery occlusions". It was reported that the patient presented on the second day post implant. The patient complained of severe pain above the left rib arch. A chest x-ray revealed that the pacemaker leads appeared in proper position without a pericardial effusion seen on echocardiography (echo). The patient was treated with diclofenac sodium which reduced the pain. On the fourth day post implant, the patient complained of left chest pain and tightness of the chest, especially when lying down. The computed tomography (CT) showed the development of a large left pleural effusion and displacement of the right ventricular (rv) lead. The tip position could not be confirmed because of artifacts seen on the image. A chest tube was placed with a return on 1000 ml of sanguineous fluid, and rv perforation was confirmed by the CT. A small thoracotomy was performed, the rv lead was removed, and the ventriculotomy was repaired. The pacemaker was then programmed to atrial sensing and pacing only. Post procedure, the patient was in good condition and was discharged on the ninth day post operation.